Event description:
Failure to osseointegrate. 16.04.2025 20:32:40 cet (5001035). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5168312.

Event description:
Failure to osseointegrate. (B)(6) 2025 20:32:40 cet ((B)(4)). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5168312.

Manufacturer narrative:
Mw5168312.

Event description:
Failure to osseointegrate 16.04.2025 20:32:40 cet (5001035) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5168312.

Event description:
Failure to osseointegrate 16.04.2025 20:32:40 cet (5001035). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5168312.

Manufacturer narrative:
Mw5168312.

Event description:
Failure to osseointegrate 16.04.2025 20:32:40 cet (5001035). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5168312.